Manufacturer narrative:
Reliability analysis evaluated one opened/used reservoir. Inspected the snap-cap and septum for anomalies, and none were found. Ran occlusion testing per specification, and no occlusion was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported that they changed the set and the insulin pump kept alarming no delivery during rewind. The battery was changed because it was low but still received a no delivery alarm. Blood glucose value was over 200 mg/dl. It was advised to disconnect and reconnect the tubing and reservoir and perform manual prime; insulin did not exit. She was then instructed to assemble a new infusion set with current reservoir; insulin did not exit the tubing. The reservoir was changed and insulin pump did not alarm no delivery with manual prime. It was advised that changing the reservoir resolved the issue. The reservoir would be replaced and returned for analysis.